Event description:
It was reported that during a da vinci-assisted right upper lobectomy surgical procedure on an unknown date, the rubber piece near the tip had ripped when the sureform 45mm curved tip stapler was removed from the patient cart. A small piece of rubber had ripped off the stapler and was retrieved from patient. All pieces from the stapler are accounted for. Stapler continued to function properly. There was no injury to the patient. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the sureform 45mm curved tip stapler instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. An instrument log review could not be performed due to insufficient information provided. No specific event date or a complete sureform 45mm curved tip stapler instrument lot number was provided by the customer. This complaint is being reported due to the following conclusion: it was alleged during a da vinci-assisted right upper lobectomy surgical procedure, a rubber piece near the tip had ripped from the sureform 45mm curved tip stapler and fell inside the patient. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the fragment to fall.